Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator that began their advanced evaluation on (B)(6) 2017. The patient stated that they had a vaginal infection, but they are not sure if it might have been caused by the device or not. It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.